Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure, (exact date unknown however three months prior to event date). According to the complainant, on (B)(6), 2010, while removing the initial device to prepare for replacement, the physician applied jelly around the stoma site and pulled upward on the peg tube. The peg tube broke and the internal bolster was retrieved with a scope and snare. Nothing remained in patient. The procedure was completed with a new endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the tube to have been cut at approximately the 8 centimeter mark. The proximal portion of the device was not returned. The tube was broken at approximately the 2.5 centimeter mark. Both sections of the failed tubing have scrape marks on the inner wall. The proximal section of the tubing has internal scrape marks the full length of the returned section. The distal section has internal scrape marks near the fracture and they are more pronounced in the break area. The fractured end of the tubing were jagged with perpendicular tears. The condition of the returned unit was consistent with the complaint incident that the device tubing separated. Physical analysis of the device revealed the tubing to have been scraped internally by another unknown device. Based on the event description and evaluation of the returned device, the most probable root cause is undeterminable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - retrieval of device component. (B)(4) - the reported event of tube broke. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure, (exact date unknown however three months prior to event date). According to the complainant, on (B)(6) 2010, while removing the initial device to prepare for replacement, the physician applied jelly around the stoma site and pulled upward on the peg tube. The peg tube broke and the internal bolster was retrieved with a scope and snare. Nothing remained in patient. The procedure was completed with a new endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be good.